Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and noise. Possible lead fracture was suspected. The lead was partially explanted, due to heavy calcification, and replaced. No patient complications have been reported as a result of this event.